Manufacturer narrative:
(B)(6). Results: photos were returned that showed non bd collection tubes post draw with a very small amount of blood on their stoppers where the np needle had penetrated. 10 sample needles were returned. These were each used to draw 5 vacutainer tubes and none of the 50 tubes had any blood visible on their stoppers post draw. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5272084. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode. Function testing of returned samples did not confirm the reported defect.

Event description:
It was reported that bd vacutainer® multi sample blood collection needle had blood spillage from msn during the removal of the blood tubes causing blood to be left on the cap. No injury or medical intervention reported.